Event description:
Reporter alleged the needle from the multiclix lancet needle broke off into her finger. Reporter stated she squeezed her finger and the tip came out. There was not any medical treatment required. A request was made for the return of the suspect device.